Manufacturer narrative:
Product is scheduled to be returned but has not been received by the manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint that alarm did not sound, resulting in patient fall. Sensor pad will also be returned with the alarm (8283). No patient incident or injury was reported.

Manufacturer narrative:
Product was returned and evaluated. Visual findings observed the alarm unit and part 8283 sensor being returned. No damage observed to the alarm unit. Unit was received with aa batteries inside. The returned 8645 alarm and 8283 sensor operated as intended using both sensor ports. Sensor correctly triggered the alarm to begin monitoring when weight was applied in multiple different locations. Manipulation of the cord and connectors did not cut out the signal. Alarm correctly alarmed if weight was removed, and additionally correctly emitted the failsafe alarm when the sensor was unplugged while monitoring. The sensor was also tested with a secondary 8645 with no issues noted. See related reference file (B)(4) / 2182318-2025-00063 for alarm results. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.